Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The physician was passing her second suture when she pulled the device back out the bullet was not on the suture; found in the device. There was no patient injury.